Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) started alarming with an overheat message on the screen. After re-booting the iabp, a system failure message occurred. The patient was transferred to another iabp without harm or injury. The iabp has been removed from service.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer's biomed responded that he powered the iabp unit on and connected a patient simulator trainer and connect a balloon, ran the iabp unit and was able to get the overheating error. After getting the error code, the biomed disassemble the iabp unit and performed an internal visual inspection, powering the iabp unit. After running the iabp unit, the fse found that the fan on top of the compressor was not moving. After further inspection, the biomed found a black hose sitting on the cooling fan, making the fan unmovable. The biomed secured the loose hose inside the iabp unit and ran the iabp unit again, and the fan was free and there was no overheating alarm. The biomed checked the fan for proper operations and assembled the iabp unit back and powered the iabp unit on. The biomed left the iabp unit running for several hours and no alarms were present. The biomed also reported that on (B)(6) 2020 a preventive maintenance was perform by a getinge field service engineer and the iabp unit was functioning to manufacture specs. The iabp unit was then returned to clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) started alarming with an overheat message on the screen. After re-booting the iabp, a system failure message occurred. The patient was transferred to another iabp without harm or injury. The iabp has been removed from service.